Event description:
Procedure: rectal anastomosis. According to the reporter: the blade of the stapler device failed to cut the tissue completely. But the stapler was already shaped and pierced into the rectal wall. The doctor had to use a blade to cut the tissue. The process was very difficult and unsuccessful due to the lower position and limited space. At last, tissue resection was given and the anastomosis was re-performed. Surgery time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).